Event description:
During the procedure, a leak was noted at the proximal end of the sheath. Another introducer was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. Functional testing of the device revealed a leak within the handle. The handle was opened and the pull wire windows were noted to be torn, consistent with the leak detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with torque being applied to the handle while the shaft was constrained, maneuvering and deflecting of the sheath with an unsupported shaft, and damage during use. The agilis nxt steerable introducer instructions for use, cautions ¿indwelling percutaneous introducer sheaths should always be supported with a catheter or an obturator.¿